Event description:
In 2005, this patient received a gore tag thoracic endoprosthesis. One year later, in 2006, the patient died of unknown causes. Further information is pending. The device was not sent to gore; therefore, no analysis was performed.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.